Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted on the device due to noise on the right ventricular (rv) lead. Lead provocative testing was performed, however the noise was not reproducible. No intervention was performed at this time and the patient was stable with no consequences.